Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602830 implanted port allegedly experienced a defective component. This information was received from one source. This malfunction involved patient with no reported injury. The patient was a male and age and weight were not provided.

Manufacturer narrative:
H10: the device was returned for evaluation. The company is still investigating the issue at this time. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device and a photo has been returned for evaluation; the evaluation confirmed 1260 - fracture and 4008 - material split, cut, or torn. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: b5, h6 (patient code, device code, results, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602830 implanted port allegedly experienced a defective component. This information was received from one source. This malfunction did not involve a patient. The patient was a male and age and weight were not provided.

Manufacturer narrative:
The device was not returned to bd for evaluation. A photo was received and reviewed. The investigation is inconclusive for defective component. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602830 implanted port allegedly experienced a defective component. This information was received from one source. This malfunction involved patient with no reported injury. The patient was a male and age and weight were not provided.